Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2025 and suture was used. During the procedure, loose strand in braid suture. It was reported that the several strands in one braid suture became loose during sewing. Please refer to attached photos. Changed another one to complete the surgery. There is no report on patient's injury. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned to ethicon for evaluation. One used needle with a suture piece was received for analysis, product code: vcp422h. Upon initial inspection of the returned sample, marks were noted on the edge of the swage area of the needle, likely caused by a surgical instrument. Besides that, the suture was attached to the needle with some filaments. This condition probably caused the suture to be frayed. A photo was provided, and it showed one needle attached to the suture with some filaments. To avoid this kind of damage, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified.